Manufacturer narrative:
(B)(4). Date of event: unknown, assumed 1st day of month that the complaint was reported. Batch # 115c29. Concomitant medical products: reload xr60g (lot # u40m95). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the tx60b device arrived with no apparent damaged and with two reloads present (b-xr60g and c- xr60b. The reload (b) was received fully fired and the reload (c) was received fully loaded with staples. The device was tested for functionality with the returned reload (b) and a test reload xr60g and it fired and formed all the staples as intended. The staple line was complete, and the staples meet the staple form release criteria. In addition, a tyvek was received along with the device. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: attempting to force the trigger to complete the closing stroke with too much tissue or thickened tissue may result in poor staple formation with the loss of staple line integrity and subsequent leakage, disruption, or poor healing. In addition, instrument damage or failure may result. Before firing, check to ensure the retaining pin is seated in the anvil. If the pin is not properly positioned, staples may not form properly, which may result in leakage or disruption of the staple line. Note: the blue (standard) and green (thick) reloads can be used interchangeably with the appropriately english sized instruments. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number 115c29, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported by the sales rep that during a low anterior procedure the surgeon removed the blue reload and reloaded with a green reload. The surgeon fired once and then reloaded and fired again. The surgeon fired a third time and that's when the surgeon noticed none of the staples were formed. They ended up opening a contour device for the last firing. They completed the anastomosis in a normal fashion. There were no adverse consequences for the patient.